Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that at 5 pm the patient was "not feeling right", experienced shakiness and the cgm reading was 75 mg/dl. He was entering their home when they fell hitting their head. The husband called paramedics who took a bg reading which was 45 mg/dl and the cgm reading was still 75 mg/dl. The patient was taken by ambulance to the hospital around 5pm. There they took a bg reading which the patient does not recall the fsbg or cgm reading. They provided some food at the hospital and sent home after about 4 hours. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.